Event description:
It was reported that the device interrogation during a normal follow-up visit revealed high impedance on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was not received for evaluation; however, performance data were collected from the device and analyzed. There was a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. The weekly pace lead impedance trend data shows a gradual increase from minimum and maximum right ventricular pacing; from 640 ohms to 3088 ohms peak between (B)(6) 2010 and (B)(6) 2012.